Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se via 6fr sheath after a percutaneous transluminal interventional procedure. Reportedly, resistance was felt during thumb advancement, the sheath did not split completely and the sheath became damaged (torn). The clip was not deployed. Manual arterial compression was applied for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the thumb advancer was confirmed based on the returned device condition. The reported failure to deploy the thumb advancer was concluded to be related to a potential product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.